Event description:
Pump malfunctioned. Ms3 pump sn (B)(4) due for maintenance on 06/28/2019. Pt spontaneously said the pump had low battery warning. She changed the battery and then the screen went blank. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.